Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned probes and replaced reagent probe 1 pump seal. Calibrations and controls were run, resulting within range. The cse returned to the customer site due to erratic results obtained by the customer. The cse observed severe growth on the wash cups, di-water tubes, and buildup on all probes and mixer paddles. The cse cleaned the system, calibrated and ran controls, all resulting within change. The cause of the discordant, falsely elevated calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physicians(s). The samples were repeated on the same instrument and resulted as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.